Event description:
It was reported after percutaneous transluminal angioplasty of the superficial femoral artery an angio-seal device was deployed. Some bleeding occurred through the sheath track before tamping and the compaction marker indicated overcompaction. Good hemostasis was achieved with a small amount of residual subcutaneous oozing which was managed by digital pressure. Later the pt reportedly had loss of pulses with leg pallor and ischemia. Under fluroscopy a filling defect was detected and a stent was deployed with blood flow being restored. Hemostasis was achieved with manual compression. This event occurred during the certification processes; the st. Jude representative was present during deployment.